Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. On (B)(6) 2023, the patient experienced ¿black in front of eyes¿, he got week but didn¿t lose consciousness. The cgm was reading 93 mg/dl and the blood glucose reading was 38 mg/dl. The patient was able to self-treat with ¿emergency spray¿ (supposed to be glucagon nasal spray). At the time of the report the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.